Event description:
Account states that "pt prepped and draped in normal fashion. Incision made, cauterization began. Upon second pass of cautery, a loud explosive sound was made with flamer immediately seconds later. Flamer quickly extinguished by smothering and use of saline. Burns noted on pt as a result. Surgical prep solution is thought (by customer) to be a factor in this incident. Reports are being filed with the "esu" and surgical prep manufacturers."